Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of wear were noted along the lead body. In particular around 51 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the conductor cable to the ring electrode was exposed as also mentioned in the complaint text. Furthermore 53 cm distal to the is-1 connector pin a fracture of this conductor cable was noted. These findings can be considered to be the root cause of the clinical observation. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Without further information and diagnostic images, causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. During further visual inspection cuts in the insulation were noted which most likely resulted from the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation duration of approx. 34 months it was reported, that the lead was explanted due to inappropriate shock delivery and oversensing which was reproducible by right arm movements. During the explantation procedure the lead was reportedly cut.